Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that the stimulator had "mis-fired," and shocked them. Their healthcare provider had turned stimulation off about a month ago and the patient was having the device removed and replaced next week. Troubleshooting was unable to be performed because the patient was having the device replaced. They were redirected to follow up with their healthcare provider to further address the issue.